Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a visual inspection of the pump showed that there was moisture behind display. Moisture was observed in the battery compartment. A leak test confirmed a battery compartment leak. The pump was opened and evidence of moisture was observed on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.